Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# v003291, implanted: (B)(6) 2006, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3389s-40, lot# v010563, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) and manufacturer representative that there was an open circuit. The patient fell and during the fall they may have damaged her left lead. After the fall, they felt a shocking sensation and reported loss of benefit. The doctor attempted to troubleshoot the lead during the left implantable neurostimulator (ins) replacement surgery. The battery replacement surgery was due to normal ins depletion. The system was interrogated and open circuits were identified on 0<(>&<)>1 contacts. Impedance testing was performed by the nurse at the clinic. The dates for interrogation were unknown. During the left ins replacement surgery, the doctor disconnected the lead/extension connection with the hope of testing the electrode with the clinician programmer and external neurostimulator (ens). Unfortunately, the lead was too fragile to test and the doctor was concerned they might damage the 2nd and 3rd contacts if they attempted to test the electrode. The doctor reconnected the lead and extension and they hoped the nurse programmer would be able to still provide benefit by using the 2nd and 3rd contacts. After the system was connected with the new ins, open circuits were still present and 0 <(>&<)>1 contacts and the 2nd and 3rd contacts showed normal impedances. The issue was not resolved at the time of report. The patient needed to have the system programmed. No appointment date was scheduled as of the day of report. The patient's status was alive with no injury. Additional information received reported the open circuit had not resolved but the shocking sensation had subsided since the 0 <(>&<)>1 contact were not in use. The patient had modest benefit with the new settings. The patient was implanted for dystonia.